Event description:
On (B)(6) 2011 patient reported the button on his infusion device is peeling off. Patient stated the device has been dropped a few times. Patient reported the up button is not always working well for him. Patient stated this issue is intermittent. Patient reported the button pops back up after being pressed. Patient was not aware of the recall. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.